Event description:
It was reported that the customer's insulin pump alarmed an error during the manual prime process. The wife called back the next day and stated that the device was not delivering and alarmed during the night. The spouse stated that the battery was removed and the insulin pump was disconnected. Advised the caller that the customer should discontinue use of the device and revert to back up plan. The customer's recent glucose reading was 130mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the prime/fill anomaly.